Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 3/5/2021. H3 evaluation: the device was received and evaluated by the manufacturer. The received device was manipulated as there was no packaging (no lid nor blister). Both white plastic needles were present with the mesh still attached to it. Helical passers were also present. The blue mesh was stretched and damaged and small parts were falling off. The defect on device seen during the product evaluation is aligned with the defect described in the event description. The defect identified is not linked to a manufacturing issue. Events of this type are trended regularly, therefore this complaint is being closed to trending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an urological procedure on (B)(6) 2020 and mesh was used. It was reported that the mesh was worn out and crumbs were falling off. No further information was available.

Manufacturer narrative:
(B)(4). Date sent to FDA: 02/08/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. H3 photo analysis: a picture was received for evaluation. Upon visual inspection of the picture, a mesh damaged of product code 810081, lot 3937205 could be observed. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.